Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2008 mesh and (bs) obyryx were used. The dates were not clarified regarding which product was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection and inflammation. It was reported that patient underwent excision of mesh on (B)(6)2011.